Event description:
It was reported that patient under went a preconnect inflatable penile prosthesis (ipp) and reservoir replacement surgery due to an unknown reason. A new preconnect and reservoir were implanted. Additional information was requested via (B)(4), however, no further information was available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump also failed the inflate test. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Unk-p-ipp, reservoir. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient under went a preconnect inflatable penile prosthesis (ipp) and reservoir replacement surgery due to an unknown reason. A new preconnect and reservoir were implanted. Additional information was received that states pump malfunction, possible tubing kink. Should additional information become available, it will be provided.